Manufacturer narrative:
Additional procode: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2020, the 2.7mm variable angle (va) locking screw self-taping with t8 stardrive recess would not lock into 2.7mm variable angle locking calcaneal plate large 70mm left and hole in plate would not accept locking screw. Procedure was successfully completed with no delay. Patient status is unknown. This report is for a 2.7mm va lockng screw self-tapping with t8 stardrive recess 38mm. This is report 2 of 2 for (B)(4).